Event description:
It was reported that the pump had a cassette error message. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. Functional testing could not confirm the complaint. Although the investigation found alarm/error (high alarm displayed: cassette not attached properly) in the event log/alarm history, testing could not duplicate the reported problem. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.